Event description:
It was reported that the device estimated the longevity to be 18 months six months ago. At the follow-up in (B)(6) the device was unable to be interrogated. Physician suspects that the device has reached end of life (eol) status. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device estimated the longevity to be 18 months six months ago. At the follow-up in january the device was unable to be interrogated. Physician suspects that the device has reached end of life (eol) status. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.